Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2017; 5867-3m adapter implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to suspected infection from dehiscence. It was noted that the device was hanging out of the pocket. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.